Event description:
It was reported that the patient visited the emergency room with hyperglycemia. The patient's blood glucose levels reached 300 mg/dl while wearing the pod. Symptoms reported included dizziness and slurred speech. The patient was treated with insulin via injection. The patient was released the following day. It was also mentioned the patient was having some difficulty with their continuous glucose monitoring sensor, however specific details were not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s928usqs4cyl1. Hardware: sm-s928u. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.